Event description:
It was reported that stent thrombosis, stent damage and chest pain occurred. The 40x3.5mm target lesion was located in a moderately tortuous right coronary artery (rca). A 2.75x20mm promus element ¿ stent was advanced and deployed in the left anterior descending artery. A 3.50mm x 38mm promus element¿ plus stent was advanced to the rca but was removed after multiple attempts to cross the lesion failed. Two other stents were then implanted, a 2.75mm x 24mm promus element ¿ stent in the proximal rca and a 2.50mm x 16mm liberté¿ stent at the distal rca. Orthogonal views of the vessel were taken post stenting and the procedure was completed. The stents were well positioned and well apposed to the vessel. The patient was stable at the end of the procedure and was then transferred to the intensive care unit. However within 24 hours post procedure, the patient had onset of chest pain and was taken to the cardiac catheterization laboratory for angiography check. It was found out that there was an acute in-stent thrombosis in the 2.75mm x 24mm promus element ¿ stent implanted in the proximal rca. It was also noted that the stent was damaged. A 2.75mm x 32mm promus element ¿ stent was advanced and deployed to treat the thrombosis. No further patient complications were reported and the patient's status was stable. The patient was discharged from the hospital asymptomatic.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).